Event description:
A customer contacted baxter to report a cryocyte freezing container that had a split on the length of the bottom of the bag, along the seam. No further info is available.

Manufacturer narrative:
(B)(4). If additional info becomes available, a f/u report will be submitted.